Event description:
It was reported by svc report that the head end lift was in the elevated position and could not be lowered. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.